Manufacturer narrative:
Moisture damage was found on the keypad during a visual inspection. However, analysis did not find moisture damage on the electronic assembly, motor, battery tube, or vibrator assembly. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, a scratched reservoir tube window, a case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer called in to report a cracked insulin pump along the battery compartment and above the display. The customer also reported moisture in the device. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.